Event description:
It was reported that, during a cori assisted tka surgery, the spout broke off of the real intelligence robotic drill guard during burring. The spout remained attached to suction tubing and rest of guard was attached to handpiece. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed as a consequence of the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, lot1342067 used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The suction tube is detached from the guard body. The most likely cause of this event is an incomplete weld around the perimeter of the irrigation tube. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level has undergone further investigation and confirmation by the site quality team. As a part of corrective action a change has been made to the manufacturing process. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: the manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.